Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received no additional operation was needed. The patient was released from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, the retained suture did not release. A medical intervention was needed - sutures were needed to repair the tear in the tissue and prevent a gastric leak that was created from the retaining suture on the device not releasing. There was a temporary injury and tissue damage - gastric laceration.